Event description:
It was reported that during a laparoscopic cholecystectomy procedure, they could not achieve insufflation. The tubing was changed three times and still could not achieve insufflation. They pulled another device and were able to achieve insufflation and the case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: was there a drop in pressure? No. If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? No. If so, what device? Was any torque being applied to the trocar or device? No, this was prior to inserting a device into the trocar. The analysis results found that the was received with the cap and base of the universal seal assembly separated. Evidences of fractured were noted on the cap and base assembly area. Additionally, the cap was found to be separated from the sleeve base. No testing could be performed to evaluate the event reported due the condition of the device. No testing could be performed to evaluate the event reported due the condition of the device. However, a corrective action has been initiated to address the root cause of the reported insufflations issues. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.